Event description:
A customer contacted beckman coulter (bec) in regards to obtaining low troponin (accutni) quality control (qc) recovery on the first test taken from a new accutni reagent pack (lot # 225167) generated on the access 2 immunoassay analyzer. The operator observed the first test taken on two (2) new accutni packs have given qc results of 0.000 ng/ml and 0.017 ng/ml from a control assigned at 0.043 ng/ml. The laboratory thereafter reruns qc and recovery is within the laboratory's acceptable range. There are no errors at the time of testing or any apparent issues with the reagent packs. There were no erroneous or questioned patient results associated with this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument and hardware components. The fse adjusted the transducer voltage from 178 vac to the optimal 197 vac. The fse also adjusted the transducer temperature; however, data was not supplied. Low voltage on the transducer would likely cause under-mixing and dose under recovery. In conclusion, the sample pipettor transducer hardware is the likely cause of the event. (B)(4).